Manufacturer narrative:
Pump received with an intermittently responsive keypad at the down button. However, pump passed the self-test. The test guardian link with the glucose sensor simulator communicates properly to the pump. No device not found, lost sensor alarm during testing. Successfully downloaded history files and traces using thus. Multiple stuck button alarm did not occur during testing, however, stuck button alarm was found in the download on 03/12/2025 14:35:09.000, 03/12/2025 14:35:23 due to flattened keypad button dome. Pump was cut open to perform visual inspection and found no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The j1 connector on pcba 1 was locked properly during visual inspection. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit had scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case corner of belt clip rail, label damage. In conclusion, the customer alleged the pump having trouble communication sensor simulator, device not found not confirmed. Stuck button alarm did not occur during testing. Stuck button alarm in history file and intermittently responsive keypad at the down button due to flattened keypad button dome. Cracked battery tube threads, cracked keypad overlay, cracked case corner of belt clip rail confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a change sensor alarm. The customer also reported a keypad anomaly and damage to the pump. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-7841zn, mmt-1884. Troubleshooting was performed for sensor alerts. Troubleshooting was performed for the tester procedure, and the customer stated that the rf icon was turned green. The transmitter was working correctly. Troubleshooting was performed for keypad issues, and the customer reported that the center button was not responding. Troubleshooting was performed for damages, and the customer reported damage to the battery tube, battery compartment threads, and keypad. The pump's functionality was also affected. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-1884.